Event description:
Related manufacturer reference number: 2017865-2024-73497. It was reported a patient's right ventricular (rv) lead presented with high pacing thresholds, low pacing impedance and failure to sense. The atrial lead also had high pacing thresholds and noise. Both leads were capped and replaced in a procedure on an unknown date. The patient was stable.